Event description:
It was reported that the customer's blood glucose was 436 mg/dl. The customer treated with an injection. The customer stated that when he changed the reservoir and infusion site and set, the high blood glucose issues began. His symptoms were nausea, thirst, and frequent urination. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The settings were correct. The high pressure test was performed and passed. Upon removal of the infusion set, the cannula was bent. The customer was advised to change the entire set, reservoir, and insulin and to treat. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)